Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016 under general anesthesia. According to the complainant, after initializing and filling phase of the procedure, the machine went straight to heating phase. The procedure was successfully completed using the same device and another genesys hta procedure set. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and good.